Event description:
Unomedical reference number (B)(4). Event occurred in the united sates on (B)(6) 2024, it was reported that patient was hospitalised due to high blood glucose level and diabetic ketoacidosis (dka) on (B)(6) 2024. The blood glucose level was 800 mg/dl at the time of hospitalization and the patient was treated with intravenous insulin infusion (IV injection drip). The duration of hospitalization was overnight.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.